Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. No additional event or patient information is available. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.